Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced grave, grievous injuries as a result of the cable that has broken, separated and has otherwise improperly came apart while inside her body. A revision surgery is planned.